Event description:
The implantable lead displayed an elevated out-of-range shocking lead impedance measurements which have been increasing since implant. Guidant received add'l info in 2004 that indicates the problem persists. The pt has not rec'd any shocks since implant.